Event description:
Increasing impedance by around 900 ohms over the last 6 weeks was reported. Increase in pacing threshold as well over the same timeline. Recommended evaluating lead in person. Device remains implanted. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2022 lead capped. The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.